Event description:
Customer's wife reported customer received a reading of 7.5 mmol/l (135 mg/dl) on his adc blood glucose meter at 6:00 pm on (B)(6) 2011. She further reported he was not feeling well, was not behaving normally and was not communicating well. She noted she believed he may be having a "stroke". Paramedics were called and at 7:15 pm they received a reading from their unknown brand of meter of 2.2 mmol/l (40 mg/dl). Customer was treated on the scene with glucose via intravenous infusion. Customer denied self-treating. Customer was not transported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (B)(4) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
This is an initial report. The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of manufacture is unknown.